Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage. Broken plug strap. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease fold observed. ¿ yellow particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation and implant exchange due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation. And implant exchange, due to the patient's concern with the product.

Event description:
Healthcare professional reported, left side deflation. And implant exchange, due to the patient's concern with the product. Device has been explanted.